Event description:
A consumer reported experiencing severe pain and tearing, left eye, associated with wear of focus night and day contact lenses. She visited her eye care practitioner who diagnosed a corneal ulcer. No specific treatment info was provided. Several requests have been made for additional info, however no further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.